Manufacturer narrative:
Evaluation summary: the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, and the outer insulation of the lead was extrinsically breached due to a cut; partial lead in segments returned and analyzed.

Event description:
It was reported that the atrial lead was fractured. During the replacement procedure, after using a plasma blade electrocautery device to clear the pocket of scar tissue, the physician noticed "nicks" in the outer insulation of both the atrial and rv (right ventricular) leads. The physician was not sure if the insulation issues were pre-existing or were caused by the use of electrocautery. The leads were at least partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008; unk plasma blade: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.